Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigated by product analysis on 08/23/2017 with the following results: review of the black box data did not show any records of power on reset. On examination, the battery compartment was noted to be cracked, confirming the alleged damage. The returned battery cap had stripped threads and was not able to be secured to the pump to maintain electrical connection. The alleged intermittent power issue was duplicated using the returned battery cap. A test battery cap was placed on the pump and was able to secure properly and maintain electrical connection for testing. With the test cap in place, the pump was able to be exercised for 24 hours without any further duplication of intermittent power loss.